Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient experienced severe cramping during a routine hemodialysis treatment so the operator began manually returning the patient's blood when a clot was noted in the venous line. Rinseback was discontinued, resulting in an estimated blood loss of 95cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator discontinued treatment and entered manual rinseback due to the patient experiencing severe cramping. The reported blood loss is due to the operator not completing rinseback due to concerns of clotting. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and provided additional training to rinseback promptly. Nxstage medical considers this report closed. No additional information will be provided.